Manufacturer narrative:
H.6. Investigation summary: one (1) photo was provided by the customer for investigation. The photo shows a spot on a gray surface which has been circled in a red circle. A device history record (DHR) review was performed on the batch associated with this investigation. The DHR review did not reveal any defects or issues reported and no quality notifications were issued. Without a physical sample to analyze the spot in the photo cannot be identified; therefore, potential root causes cannot be determined, no corrective or preventative actions are proposed in the scope of this complaint. H3 other text : see section h.10.

Event description:
It was reported that the needle ns 23ga 1-1/2in flt grd experienced foreign matter contamination which was noted prior to use. The following information was provided by the initial reporter: defect detected during preparation for use in the process.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle ns 23ga 1-1/2in flt grd experienced foreign matter contamination which was noted prior to use. The following information was provided by the initial reporter: defect detected during preparation for use in the process.